Event description:
It was reported a blood leak was observed at the connection of a prismaflex st100 set filter luer lock and the thermax blood warmer bag luer lock. The event occurred during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the leak was observed between the luer lock of the return line of the prismaflex set and the luer lock of the thermax. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. However, the most probable causes are due to a damaged component or product handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.